Event description:
During a code while attempting to intubate the patient the laryngoscope failed to illuminate. The patient was therefore intubated using the laryngoscope with the aid of an assistant using a penlight. Upon evaluation of the laryngoscope 1 day later (by the hospital) it was determined that the compression switch was noted to be defective.